Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 144 unopened pouches. Analysis and results: there are no previous complaints of this code batch, there are units in stock. (B)(4) units were manufactured and distributed, have received 144 closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material." Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on the product, customer will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread broke twice when tightening the knot during surgery.